Event description:
It was reported that during cardiac ablation the implantable neurostimultor was most likely hit by cautery. Following the procedure the device was asking to have the serial number re-enetered. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturer representative had not heard anything further from the patient. The representative stated that he would have been contacted if the patient were still having issues.

Manufacturer narrative:
Lead model 3389s-40, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, lead model 3389s-40, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, transmitter model 7436, serial # (B)(4).